Event description:
It was reported that during the implant procedure, the screw would not deploy. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) there was a distal conductor fracture (overstress). The full lead was returned and analyzed. The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. Implant damage was noted. The distal conductor had been over-retracted. The lead was stretched and the inner tubing was kinked/buckled.